Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report # 3002808486-2015-00152. All future medwatch reports concerning this event will be refered to manufacturer report # 3002808486-2015-00056 and the event submitted under manufacturer report # 3002808486-2015-00152 will be closed/cancelled. (B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k073374 or k061815. Summary of investigational findings: no imaging provided and patient's detailed medical records are unknown at this time. Therefore, it is not possible to comment on the alleged perforation of all four primary struts and at least one secondary strut and that one of the primary struts had perforated the l3 vertebra and had fractured outside of the vein. Also, it is not possible to comment on the pain, which resolved immediately after filter was removed. Furthermore, it is not possible to comment on the strut that remained in the i3 vertebra, as allegedly it was too dangerous to attempt to remove it. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during filter implant period. Perforation published in scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Also fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted at (B)(6)." New additional information was provided: alleged tilt, vena cava perforation, fracture, device is unable to be retrieved. Also alleged excruciating pain, filter prong remains embedded in l3 vertebra, osteolysis in l3 vertebra based by filter prong, ulnar nerve irritation in l arm (after 2nd procedure), emotional/psychological damage, inability to take prescribed medication. Pt states that she saw a specialist and (B)(6) hematology and determined that the blood clot in her right leg was provoked dvt/pe and did not continue anticoagulation. Pt was placed on prophylactic levenox for the procedure. A dopler was performed on right lower extremity prior to the surgery and showed resolution of her blood clot burden. The filter was placed on (B)(6) 2008 at (B)(6) due to have gastric reduction surgery for weight loss. Pt weighed (B)(6) at the first attempt to retrieve the filter on (B)(6) 2015 at (B)(6). The prongs had started to erode through the ivc through the level of l2-3. Single ivc filter prong erodes into the l3 vertebral body. Prongs also closely abut the duodenum and right ureter. Retrieval using forceps, loop snare technique and laser on (B)(6) 2015 on (B)(6). New additional information was provided from (B)(4), manufacturer report # 3002808486-2015-00152 on 19oct2015 (see attached maude report mw5045126): the patient presented to a medical center 2007 with symptoms consistent with clot/pe. Test results showed a non-occlusive clot in the leg. V-q scan showed moderate probability of pe. A chest x-ray was not ordered due to symptoms already consistent with pe. The patient was treated with anti-coagulants until 2013. At that time, in preparation for roux-en-y gastric bypass, the patient underwent testing to find out if clot was the result of specific circumstances or whether genetic clotting risks were present. Testing was negative for genetic clotting risks. At the recommendation of the surgeon, the patient was implanted with a cook celect ivc filter in 2008. Post-implantation imaging showed correct placement of the filter. There was no discussion of removal at any point in time. No further symptoms/issues with clots or filters until 2015. In 2015 the patient began experiencing episodic pain in the lower right flank, radiating straight through the body to the lower right abdomen and radiating down to the right side of the groin. The pain rapidly worsened and increased in frequency, so that the pain was constant and so severe that the patient could not work, and the patient presented that way a to the hospital. A CT-scan (w/o contrast) showed the ivc filter had perforated the vena cava in several places. One strut appeared to contact the right ureter. Another strut perforated the l3 vertebra had fractured outside of the vena cava. There was osteolysis around the strut remaining the l3 vertebra. A CT-urogram revealed that the strut was not actually in contact with the right ureter - just very close to it. The patient and mother were told by the attending provider that all of the struts was also either perforating the duodenum or was making contact with the duodenum, and that one of the struts was very close to the abdominal aorta. The patient was transferred to another hospital (the interventional radiology team did not feel they could attempt removal of the filter without causing death). In 2015 interventional radiologists attempted a removal of the ivc filter with the traditional snare/hook/lasso procedure, accessing the vena cava via the external jugular. The interventional radiologists were unsuccessful in the attempt because when they got to the ivc filter, they discovered it was tilted and leaning into the endothelial lining of the vein and had some sort of bio-film over the hook. Plans were made for a second attempt. Instead, the patient flew to another hospital to see an interventional radiologist trained in the use of the excimer laser. In that doctor's report, he noted that all four primary struts and at least one secondary strut had perforated the vena cava, and that one of the primary struts had perforated the l3 vertebra and had fractured outside of the vein. The ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today. A CT scan post-removal showed that there was growth of tissue or bone over the opening where the strut perforated the l3 vertebra and the patient was advised it was too dangerous to attempt to remove the strut that remains in the l3 vertebra. At all times prior to the successful removal of the filter, the patient was on extremely high doses of narcotics with little pain relief. Pain resolved immediately after filter was removed. The patient was unable to take prescribed medication for narcolepsy, which is extremely disabling, due to the medicine being contraindicated while using narcotics. Patient outcome: it is alleged in the lawsuit that pt suffers from permanent damage of the l3 vertebra - after a primary strut perforated the vena cava, it embedded in the l3 vertebra and then it fractured outside of the vein. It could not be removed, so it remains there. Also osteolysis in the bone around the piece of metal left in the spine. Numbness and tingling in left hand from ulnar nerve issues that began immediately after second procedure. Emotional trauma from the pain and the knowledge that pt could die at any time. Additional hospital and medical records have been requested but not yet received. Patient outcome according to maude report mw5045126: the ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today.

Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report # 3002808486-2015-00152. All future medwatch reports concerning this event will be referred to manufacturer report # 3002808486-2015-00056 and the event submitted under manufacturer report # 3002808486-2015-00152 will be closed/cancelled. Lot #: unknown as information was not provided. Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k073374 or k061815. MFR date: unknown as lot# is unknown. (B)(4). Life-threatening, hospitalization, required intervention investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Either the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occured. This event has also been submitted to FDA under manufacturer report # 3002808486-2015-00152. All future medwatch reports concerning this event will be referred to manufacturer report # 3002808486-2015-00056 and the event submitted under manufacturer report # 3002808486-2015-00152 will be closed/cancelled. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted at (B)(6) medical hospital, (B)(6)." New additional information was provided: alleged tilt, vena cava perforation, fracture, device is unable to be retrieved. Also alleged excruciating pain, filter prong remains embedded in l3 vertebra, osteolysis in l3 vertebra based by filter prong, ulnar nerve irritation in l arm (after 2nd procedure), emotional/physiological damage, inability to take prescribed medication. Pt states that she saw a specialist and (B)(6) hematology and determined that the blood clot in her right leg was provoked dvt/pe and did not continue anticoagulation. Pt was placed on prophylactic levenox for the procedure. A dopler was performed on right lower extremity prior to the surgery and showed resolution of her blood clot burden. The filter was placed on (B)(6) 2008 at (B)(6) hospital, (B)(6) due to have gastric reduction surgery for weight loss. Pt weighed (B)(6) at the first attempt to retrieve the filter on (B)(6) 2015 at university of (B)(6) hospital. The prongs had started to erode through the ivc through the level of l2-3. Single ivc filter prong erodes into the l3 vertebral body. Prongs also closely abut the duodenum and right ureter. Retrieval using forceps, loop snare technique and laser on (B)(6) 2015 at (B)(6) hospital. New additional information was provided from (B)(4), manufacturer report # 3002808486-2015-00152 (B)(4) 2015. The patient presented to a medical center in 2007 with symptoms consistent with clot/pe. Test results showed a non-occlusive clot in the leg. V-q scan showed moderate probability of pe. A chest x-ray was not ordered due to symptoms already consistent with pe. The patient was treated with anti-coagulants until 2013. At that time, in preparation for roux-en-y gastric bypass, the patient underwent testing to find out if clot was the result of specific circumstances or whether genetic clotting risks were present. Testing was negative for genetic clotting risks. At the recommendation of the surgeon, the patient was implanted with a cook celect ivc filter in 2008. Post-implantation imaging showed correct placement of the filter. There was no discussion of removal at any point in time. No further symptoms/issues with clots or filters until 2015. In 2015, the patient began experiencing episodic pain in the lower right flank, radiating straight through the body to the lower right abdomen and radiating down to the right side of the groin. The pain rapidly worsened and increased in frequency, so that the pain was constant and so severe that the patient could not work, and the patient presented that way a to the hospital. A CT-scan (w/o contrast) showed the ivc filter had perforated the vena cava in several places. One strut appeared to contact the right ureter. Another strut perforated the l3 vertebra had fractured outside of the vena cava. There was osteolysis around the strut remaining the l3 vertebra. A CT-urogram revealed that the strut was not actually in contact with the right ureter - just very close to it. The patient and mother were told by the attending provider that all of the struts was also either perforating the duodenum or was making contact with the duodenum, and that one of the struts was very close to the abdominal aorta. The patient was transferred to another hospital (the interventional radiology team did not feel they could attempt removal of the filter without causing death). In 2015 interventional radiologists attempted a removal of the ivc filter with the traditional snare/hook/lasso procedure, accessing the vena cava via the external jugular. The interventional radiologists were unsuccessful in the attempt because when they got to the ivc filter, they discovered it was tilted and leaning into the endothelial lining of the vein and had some sort of bio-film over the hook. Plans were made for a second attempt. Instead, the patient flew to another hospital to see an interventional radiologist trained in the use of the excimer laser. In that doctor's report, he noted that all four primary struts and at least one secondary strut had perforated the vena cava, and that one of the primary struts had perforated the l3 vertebra and had fractured outside of the vein. The ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today. A CT scan post-removal showed that there was growth of tissue or bone over the opening where the strut perforated the l3 vertebra and the patient was advised it was too dangerous to attempt to remove the strut that remains in the l3 vertebra. At all times prior to the successful removal of the filter, the patient was on extremely high doses of narcotics with little pain relief. Pain resolved immediately after filter was removed. The patient was unable to take prescribed medication for narcolepsy, which is extremely disabling, due to the medicine being contraindicated while using narcotics. Patient outcome: it is alleged in the lawsuit that pt suffers from permanent damage of the l3 vertebra - after a primary strut perforated the vena cava, it embedded in the l3 vertebra and then it fractured outside of the vein. It could not be removed, so it remains there. Also osteolysis in the bone around the piece of metal left in the spine. Numbness and tingling in left hand from ulnar nerve issues that began immediately after second procedure. Emotional trauma from the pain and the knowledge that pt could die at any time. Additional hospital and medical records have been requested but not yet received. Patient outcome according to maude report (B)(4): the ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today.

Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k073374 or k061815.investigation is still in progress

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted at (B)(6)". New additional information was provided: alleged tilt, vena cava perforation, fracture, device is unable to be retrieved. Also alleged excruciating pain, filter prong remains embedded in l3 vertebra, osteolysis in l3 vertebra based by filter prong, ulnar nerve irritation in l arm (after 2nd procedure), emotional/phychological damage, inability to take prescribed medication. Pt states that she saw a specialist and unc hematology and determined that the blood clot in her right leg was provoked dvt/pe and did not continue anticoagulation. Pt was placed on prophylactic levenox for the procedure. A dopler was performed on right lower extremity prior to the surgery and showed resolution of her blood clot burden. The filter was placed on (B)(6) 2008 at (B)(6) due to have gastric reduction surgery for weight loss. Pt weighed (B)(6) at the first attempt to retrieve the filter on (B)(6) 2015 at (B)(6). The prongs had started to erode through the ivc through the level of l2-3. Single ivc filter prong erodes into the l3 vertebral body. Prongs also closely abut the duodenum and right ureter. Retrieval using forceps, loop snare technique and laser on (B)(6) 2015 on (B)(6). Patient outcome: it is alleged that pt suffers from "permanent damage of the l3 vertebra - after a primary strut perforated the vena cava, it embedded in the l3 vertebra and then it fractured outside of the vein. It could not be removed, so it remains there. Also osteolysis in the bone around the piece of metal left in the spine. Numbness and tingling in left hand from ulnar nerve issues that began immediately after second procedure. Emotional trauma from the pain and the knowledge that pt could die at any time.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted at (B)(6)." Pt outcome: it is alleged that "pt was injured without further explanation. Hosp and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog# - unk but referred to as a cook celect filter; exp date - unk as lot # is unk. D5: unk. Since catalog # is unk the 510 (k) could be either k073374 or k061815. Investigation is still in progress.